Manufacturer narrative:
Additional information was received that the patient is paralyzed from the waist down.

Event description:
A report was received that a patient was implanted and then couldn't feel her legs 15 hours post operatively. The patient had the devices explanted. The physician believes the paralysis is from heavy stenosis and implantation of the paddle lead. During the implant procedure, the patient's levels were fine. The patient is hospitalized with no movement in the right leg and will be going to rehabilitation therapy.

Manufacturer narrative:
The explanted devices were not returned to bsc as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional suspect medical device components involved: model: sc-8336-50, serial number: (B)(4), lot number: (B)(4), description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that a patient was implanted and then couldn't feel her legs 15 hours post operatively. The patient had the devices explanted. The physician believes the paralysis is from heavy stenosis and implantation of the paddle lead. During the implant procedure, the patient's levels were fine. The patient is hospitalized with no movement in the right leg and will be going to rehabilitation therapy.